Event description:
A report was received that the patient was experiencing pain and soreness at the pocket site. The patient underwent a revision wherein the ipg was relocated. The patient was doing well following the procedure.